Event description:
Multiguard defect ¿once the catheter has been inserted into the vein. Plastic part of the non-return valve removed when the canula was removed. Catheter unusable with valve closed¿. The defective medical device has been returned to the pharmacy, and is available for return to the laboratory by courier. How do you wish to proceed with the return to the laboratory? When did the incident occur? Unknown.

Manufacturer narrative:
Our the reported issue of adapter/ connector defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed the actuator detached from the catheter adapter. The actuator was cracked at the molding gate. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. The obstructed flow experienced by the user was caused by the detachment of the actuator from catheter adapter, which was caused by the crack observed. It was suspected that the crack at the molding gate occurred before the assembly process, which could have been during the actuator molding process at bd sandy plant. The bd sandy molding team was notified of this complaint.

Event description:
It was reported that bd cathena 20gx1.25in winged bc adapter / connector defective / damaged multiguard defect ¿once the catheter has been inserted into the vein. Plastic part of the non-return valve removed when the canula was removed. Catheter unusable with valve closed¿. The defective medical device has been returned to the pharmacy, and is available for return to the laboratory by courier. How do you wish to proceed with the return to the laboratory? When did the incident occur? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.